Event description:
Leica microsystems received a complaint regarding sub-optimal processing for 20 of 250 cassettes from a 2 hour protocol, resulting in tissue which the complainant described as dry. Leica microsystems has not yet received information as to whether the tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Bottle 10 (ethanol) was removed from the instrument for three (3) seconds at 14:02pm on (B)(6) 2012, which is not sufficient time to complete manual replacement of the reagent, and the reagent station was reset. Resetting the reagent station set the reagent concentration to the default value (100%); and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 10 prior to the user action were: ethanol concentration (as calculated by the instrument software) = 76.9%, cycles = 35, cassettes processed = 4367 and days = 27. The reagent properties remained unchanged when the station properties were reset, because the ethanol had not been physically replaced. Bottle 10 was then used for the final dehydration step in both the "factory 2hr xylene standard" protocol started in retort b at 19:34pm on (B)(6) 2012, from which sub-optimal processing was reported by the complainant and in the "factory 8hr xylene standard" protocol started in retort at 17:57pm on 14 march. The minimum final reagent concentration for ethanol is 98%. Using ethanol less than the minimum concentration required for the final step prior to wax infiltration in a protocol are re-introduction of water into the tissue, contamination of reagents used in subsequent processing steps, ultimately resulting in sub-optimal processing. The root cause for the sub-optimal processing reported was failure to complete manual reagent replacement in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual. Tissue processed in the "factory 2hr xylene standard" protocol was also left in hot wax for three (3) hours after completion of the protocol, which is likely to have further adversely impacted tissue processing quality.